Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had high and undefined impedance measurements. It was noted that the physician tried repositioning the lead, but the measurements remained the same. The lead is still in use. No patient complications have been reported as a result of this event.